Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) experienced shock therapy followed by the emission of tones. Subsequent attempts to interrogate the device were unsuccessful.